Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection verified that a blue slide clamp was missing. The cause was attributed to an automated assembly machine. Further investigation concluded that without a blue slide clamp the set would not be able to be inserted into the pump; however the presence of a roller clamp would mitigate the occurrence of free flow as the set could be used by hanging it to gravity. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set was missing its blue slide clamp. This was noticed during priming. There was no patient involvement. No additional information is available.